Manufacturer narrative:
Fowler release handle weldment.

Event description:
It was reported by service report that the fowler handle is not working. No pt involvement or adverse consequences are reported.